Manufacturer narrative:
According to the facility on (B)(6) 2023 "the screw head snapped off when inserting the screw through the plate". Per the facility the procedure was delayed as they had to get the second part of the screw out of the body. Per the facility the incident occurred "roughly 10 minutes into use". Per the facility the procedure was able to be completed and the individual is reported to be "fine". No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 "the screw head snapped off when inserting the screw through the plate".